Manufacturer narrative:
Returned was one ventralight st echo balloon, with a broken inflation tube. Based on the sample evaluation it is confirmed that a section of the tube had broken in two pieces. An evaluation of the returned device found no anomalies. The broken tube suggests that, as was reported, the surgeon found resistance and additional force was applied in an effort to pull the tubing out of the patient's abdominal cavity. The cause of the resistance is unknown at this time. A review of the manufacturing records has been conducted and there were no problems found. The product met all specifications when released to stock. At this time a definitive root cause can not be determined.

Event description:
The following was reported to davol by the user facility: it was reported that the surgeon was performing a laparoscopic umbilical hernia repair with a ventralight st w/echo and while attempting to pull the inflation tubing out of the abdomen, the tubing broke. It was reported that the inflation tube was grasped by the retrieval loop when attempting removal and there was no pre-stitching of the incision or visible scar tissue in the area of the inflation tubing. The surgeon reports that he did feel some resistance upon removal and then pulled more aggressively, which is when the tubing broke into two pieces, all of the inflation assembly and tubing were removed from the patient with no additional invasive treatment. The event as reported created the potential for additional surgical intervention to remove the broken portion of the device, as such an MDR is being filed to document this event.